Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging a customer was having a problem keeping the head section in an elevated position. A hill-rom service technician was dispatched and performed an investigation of the cause of the problem, but had to remove it from the account to repair the bed. The technician found the CPR cable tension too tight and adjusted it to return operation to the CPR handle and elevation of head section of the bed. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009, indicated in mdr1045510-2009-00021.